Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v659126, implanted: 2011-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The device worked until about (B)(6) 2012 and then did not help the patient¿s symptoms. The patient had their implantable neurostimulator (ins) removed yesterday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.